Event description:
During verification testing at the manufactruing facility, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
The device was received. The investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.